Manufacturer narrative:
(B)(4) this ipg serial number was included in multiple field advisories. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The patient reported his scs ipg was inoperable as he hadn't used or charged his system in over a year. Subsequently, surgical intervention took place on (B)(6) 2016 at which time the patient's ipg was explanted and replaced with a different model ipg. Effective stimulation was reportedly restored postoperative.